Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, the patient's right ventricular lead exhibited elevated capture thresholds. A chest x-ray was performed and lead dislodgement was observed. The lead was explanted and replaced on (B)(6) 2019 due to tissue blockage in the helix. The patient's condition was stable throughout the procedure.